Event description:
A customer reported that the device, 60-6085-201a, vcare 200a ¿ medium, was being used on (B)(6) 2024 during a robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy procedure and ¿the v-care manipulator did come apart during the removal of the specimen, with the balloon portion shearing off the shaft of the manipulator.¿. Follow-up assessment found that ¿upon removing the v-care device with the specimen, the v-care disassembled. The surgical tech then used a sponge stick to retrieve the cone shaped piece that was attached to the uterus that was lying in the vagina. The first assistant also found the balloon piece from the v-care on the floor when the lights were turned on at the end of the procedure. The patient was not injured. No other surgical intervention needed. Patient was stable and was discharged same day. No extended stay for the patient.". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4), regarding (B)(4), for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor for trends through the complaint system to assure patient safety.